Event description:
It was reported that during a laparoscopic bowel resection procedure, the white pad on the clamp arm melted and split in half. Another like device was used to complete the procedure. It was not known if there was any pt consequence.